Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 426 mg/dl. Patient's current bg value at time of call 363 mg/dl. The customer also reported the pump was insulin flow blocked alarm during therapy. The customer was treated with a manual injection. The customer experienced no symptoms. Troubleshooting was performed and found that the pump was used within 48 hours and the auto mode feature was not active at the time of the event. Customer confirmed insulin exited at infusion set quick release during 5u fill cannula. Customer removed infusion set examined the cannula and indicated cannula was not bent. Customer reconnected tubing at quick release delivered5u fill cannula and confirmed insulin did not exit or pump alarmed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the pump. The pump will not be returned for analysis.